Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed for no delivery. The customer blood glucose level was 500 mg/dl at the time of incident. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self-test and displacement test due to blank display. No audio/beep anomaly or cracked/damaged battery cap noted.